Event description:
It was reported that, following 2 previous surgeries attempting to address a non-union, the dall-miles plate had lost fixation. During this surgery in 2007, the plate and all dall-miles cable sets were removed and the restoration modular hip previously implanted was revised to global mrs components. No device issues were reported. The revision was required due to the patient's avascular bone.

Manufacturer narrative:
Review of patient records.